Event description:
It was reported that patient experienced swelling around the eyes following a treatment using icon.

Manufacturer narrative:
Cynosure's clinical team investigated the event and confirmed user error was involved. Operator performed four passes with 1540nm xf optic at 15ms and 34mj/mb. Labeling recommends: 1-2 passes with the xf optic. Four passes are considered an aggressive treatment and could cause moderate swelling in sensitive areas. Based on the labeling materials and risk review, swelling is an expected side effect from such treatments. Patient was given oral prednisone as medical intervention. Benadryl and claritin was also given as preventative medication. This is a reportable adverse event due to patient receiving medical intervention.